Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of telemetry was observed while interrogating the device resulting in an error message stating the diagnostic data is invalid. The issue was resolved by interrogating the device again without any issues. The patient was in stable condition.